Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was admitted to a hosp and underwent an umbilical hernia repair on (B)(6) 2014. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. The pt was discharged from the hosp on an unk date in 07 2014. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt's signs and symptoms of umbilical hernia have resolved.